Event description:
The foot control button was stuck and caused the table to move into a lateral roll when they were trying to lower the table. The patient was on the table at the time as the procedure had concluded and they were attempting to get the patient off the table when the unintended movement occurred. The top went to a 45 degree angle before the unintended movement stopped. It took three people to get the patient off the table safely.